Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis diagnosis (dka). It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Also, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 700 mg/dl while wearing the pod. Due to elevated bg levels and leaking from the pod, patient's father stated the cannula was not properly inserted in the infusion site (abdomen); the cannula may have also been bent upon removal. Father reported having a phone consultation with patient's doctor and patient was diagnosed with diabetic ketoacidosis (dka); symptoms reported include hyperglycemia and very high ketones. As treatment at home, a new pod was applied and a 20% temporary bolus increase was made; patient also drank 7 bottles of water and 1 bottle of gatorade to flush out the ketones. Father reported it took a long time, but bg levels eventually lowered. The patient's blood glucose history is as follows: bg(mg/dl): 700 >600 598 500 400 200.